Event description:
A 58% aberration in cornea of left eye post-lasik with incomplete correction plus halos, strain, dry eyes, impaired night vision, photophobia, trouble seeing at night, mismatched monovision with other eye, other visual disturbances, and resulting neurological strain. Writing use of computers and electronic devices is significantly impaired as normal use caused prolonged strain and risk of permanent repetitive strain injury. I believe that I was not a good candidate for lasik but it was performed anyway. The doctor blames my complications on the "healing process" and disputed that radial keratotomy not using a flap would have helped void this. More surgery with associated risks has been proposed as the only solution other than wearing contacts and suffering through the symptoms and disability.